Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device intermittently had no audio output. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the device intermittently had no audio output. Stryker opened the device and observed that the audio harness was not fully seated into the j28 connector on the pcba, making an intermittent connection. The audio harness was reconnected, and audio was consistently heard from the speaker. The returned device was archived by stryker. The customer received a replacement device.